Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml dilaudid at a dose of 3.502 mg/day and 300 mcg/ml clonidine at a dose of 52.52 mcg/day via an implantable pump for spinal pain. It was reported that the pump eroded through the skin and the pump was explanted on (B)(6) 2017. There were no known environmental, patient, or external factors that may have led or contributed to the event. It was stated that the patient was diabetic. There were no diagnostics/troubleshooting required. The pump would not be implanted again in the future. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient weight was asked and would not be made available. The patient¿s medical history included non-malignant pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.